Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was also reported the device was programmed for the left ventricular (lv) lead to adaptive 1.5 times with the polarity of lv ring to right ventricular (rv) coil and the lv lead had low impedance with an output of greater than 3 volts, which may have contributed to the reduced battery longevity. The device was explanted and replaced. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2009 (B)(6); 6947 implantable defibrillation lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.